Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Was trying to separate a gmrs stem from a gmrs distal femoral growing prosthesis. The taper separator failed to release the taper. Surgeon was unable to complete the lengthening of the patients femur. Delayed the surgery over 1 hour while surgeon tried to disassociate the components. Future surgery will be required.